Event description:
It was reported that the system did not boot up with a precharge time out error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated and tightened a battery connector. The system operates as intended.